Event description:
It was reported the customer was hospitalized. Customer's blood glucose was 234 mg/dl. Customer's spouse was just requesting information in how to program the insulin pump. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.